Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, during a celioscopy procedure, the visera elite ii video system center had an error code e226 "scope communication error" with a "snow" image. The customer switched the tower off and on and the image came back. The procedure was completed with the same device with no delay. There was no harm or user injury reported due to the event.